Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). A follow-up will be submitted once the plant finishes their evaluation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. When the cassette door was opened moisture was found on the back of the cassette. The patient was advised to contact his pd nurse. The set was not made available for evaluation. During follow up the patient's pd nurse reported the patient visited the clinic the next day and was prescribed prophylactic antibiotics ancef and fortaz. His effluent remained clear and he had no complications.